Event description:
(B)(4). I had my coils placed (B)(6) 2007. By (B)(6), I landed my first trip to the emergency room with severe abdominal pain. By (B)(6) 2008 I was diagnosed with fibromyalgia and chronic myofascial pain syndrome. I also found out after the procedure was done that the product contained nickel. I am very allergic to nickel and broke out in many unexplained rashes. This process continued until a hysterectomy in 2012. I also had a positive pregnancy test during the course of using essure.